Event description:
During a coronary artery drug eluting stenting treatment procedure, there was stent thrombosis. The physician placed a 2.75x16mm taxus express2 drug eluting stent in a 2.75mm diameter, 90% stenosed portion of the left anterior descending (lad) coronary artery from a vascular access site in the radial artery. This lesion was predilated using a 15mm length balloon. After placement of the stent, the physician post dilated the lesion using a 10mm length balloon. After post dilation was done, stent thrombosis was noticed. This was treated using nitroglycerin 200mg and diltiazem 20mmg. Blood flow was restored as evidenced by angiography and the procedure was completed. The patient received plavix and aspirin pre-procedure, heparin during the procedure, and plavix and aspirin following the procedure. There were no other complications reported and the patient condition was good following the procedure.